Event description:
Information received from the field notes that during a routine follow-up, the device exhibited measured data of 2.2v, 1.3 kohms, 21ua, a magnet rate of 68 ppm and an rrt message. A subsequent follow-up observed measured data of 2.76v, 1.3 kohms, 21ua with a magnet rate of 98.5 ppm and an rrt message. The rrt message could not be cleared and the patient had no underlying ventricular rhythm. Therefore, the device was replaced.